Event description:
I purchased an off brand version of a oscillating battery operated toothbrush "brushpoint" in (B)(6) from (B)(6) and today noticed it suddenly stopped working when I went to brush my teeth. I did not think anything of it and went ahead and used a manual brush instead. Fortunately I did not discard the brush but placed it back in the glass I stored it in. About a half hour later, I heard a very loud buzzing sound-louder than the toothbrush usually makes when in use and went to shut if off when I noticed, it was very hot to the touch and opened the toothbrush to dislodge the batteries to avoid the possibility of a fire. If I had not been at home at the time, I believe the toothbrush could have caused a fire.